Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 14aug2025, 20aug2025, and 27aug2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was showing inaccurate flows. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that, with oxygen (o2) connected, the average air was showing as -15.5 standard liters per minute (slpm) and the average o2 was showing as 20.0 slpm with flow and pressure set to 0. The customer stated that a flow sensor assembly (fsa) replacement was completed, but the issue persisted. The o2 was disconnected and the average air and o2 readings went to 0. The rse advised the customer to replace the o2 solenoid valve and provided the customer with the part information for the replacement part. This investigation is ongoing.